Event description:
The medical team in (B)(6) had an imeplla cp support. At the point of explant of the pump and sheath the team observed thrombotic debris and later there were neurological changes. The team had arrousal issues with the patient. The team performed imaging and found a cerebral infarct that was treated by anticoagulation only. The causal relationship between impella use and the cva could not be determined by the medical team in (B)(6).

Manufacturer narrative:
The cause of the cva could not be determined as the team in (B)(6) discarded all impella product. No imaging or further clinical details were shared. The failure mode will be monitored and trended.